Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) in october. The current monitoring voltage was 2.66 volts with a charge time of 32.0 seconds. The patient did not hear beep tones. A boston scientific technical services consultant discussed the extended charge times seen at middle of life for these devices, and recommended device replacement due to the device tripping eol.